Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "multiple sutures from a box were breaking in use". Quantity of product involved was entered as 25. Please confirm the number of sutures that broke during this procedure. Was the suture broken in the package, when it was taken out of the package, when it was handled before being used on the patient, or when it was being used on the patient? Please provide additional details for each affected suture. Can you identify the lot number of the product that was used? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and suture was used. Multiple sutures from a box were breaking in use. No adverse patient consequences were reported. Additional information was requested.